Event description:
It was reported that several years prior to this report the patient had a stimulator that was infected and it was removed. The patient had burning pain at the stimulator. It was later reported that the patient had an infection with her last implantable neurostimulator (ins) that was implanted on the right side. It was noted that when the right side ins was removed the healthcare professional (hcp) left the ins implanted on the left side.

Manufacturer narrative:
Concomitant products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3550-09, lot# n0018645, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 74001, lot# n272173, implanted: (B)(6) 2011, product type adapter; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that "our dates are off". It was noted that healthcare professional (hcp) had a note from (B)(6) 2010 stated possible malfunction of stimulator and infection. It was reported that according to op-reports, the device was not explanted; it was revised in (B)(6) 2011. It was noted that the hcp did not see an explant in the record or a device serial number (s/n). It was further reported that the manufacturer had the correct s/n but the healthcare professional said that nothing was removed in a surgery due to infection.